Event description:
It was reported that the bd phaseal¿ spike connector (c180j) and tubing disconnected and leaked chemotherapy medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about disconnected c180j, resulting in chemo leakage. According to the customer's report, while the pharmacist prepared an anticancer agent (unknown name) by using c180, the connector on c180j was separated, resulting in chemo leakage."

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. A device history review was performed for reported lot 2207213, finding an annotation related to the reported incident. During manufacturing, two maintenance orders took place to replace the valves that dispense the primer and adhesive used to bond the connector onto the spike as it was found the valves were dispensing the primer and adhesive poorly, causing incorrect assembly of the two pieces. Reinspection of all pieces was performed, discarding any impacted products identified. Fifty retained samples of the same lot were used for additional evaluation, no issues were found on any of the devices, all pieces were properly welded and no disconnections occurred. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) and tubing disconnected and leaked chemotherapy medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about disconnected c180j, resulting in chemo leakage. According to the customer's report, while the pharmacist prepared an anticancer agent (unknown name) by using c180, the connector on c180j was separated, resulting in chemo leakage."